Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The root cause cannot be determined for the reported issue. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer indicated on an intraocular lens (iol) reply card that the lens was not implanted and was defective. There was no patient harm. Additional information has been requested.